Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report reflects the combined initial and final report.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. [Surgeon] was performing a laparoscopic ovarian cystectomy assisted by [scrub nurse]. Surgeon's first procedure of the day. Operation performed with no problems. Cyst and part of the ovary were drained and mobilized then placed into the inzii 10mm retrieval system. Bag was then pulled through the 12mm umbilical incision but specimen did not pull through the incision site. Incision was stretched to try and facilitate removal of bag by using metal forceps. Pressure was again placed on the bag try and pull though incision site. Whilst [scrub nurse] was pulling [scrub nurse] placed a clip holder across the bag fro extra traction to try and pull through the incision site and the bag burst at the distal end. [Surgeon] stated the incision may have been too small but had never had one of our bags burst and this cyst had been drained so shouldn't it have been a problem. No part of the bag was left inside the patient. Additional information received 14jan2019 from sales rep via email: following our phone call I can confirm that the cer sample for [hospital] was put to one side for collection, but unfortunately a member have staff has disposed of it by mistake so there will not be a sample being returned. Patient status: no patient injury or illness did occur associated with the complaint event. Type of intervention: unknown.